Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "following the appearance of a subcutaneous swelling at the base of the neck, a contrast-enhanced CT scan was p erformed, which revealed an abnormal course of the right-sided cvc, showing a loop within the lumen of the brachiocephalic vein. The tip of the cvc, ascending along the brachiocephalic vein, crosses its anterior wall approximately 40 millimeters from its junction with the superior vena cava and is located extra vascularly, within a fluid collection mixed with coarse air bubbles. The cvc was subsequently removed, confirming its integrity but with the tip bent." There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4)

Event description:
It was reported that "following the appearance of a subcutaneous swelling at the base of the neck, a contrast-enhanced CT scan was performed, which revealed an abnormal course of the right-sided cvc, showing a loop within the lumen of the brachiocephalic vein. The tip of the cvc, ascending along the brachiocephalic vein, crosses its anterior wall approximately 40 millimeters from its junction with the superior vena cava and is located extra vascularly, within a fluid collection mixed with coarse air bubbles. The cvc was subsequently removed, confirming its integrity but with the tip bent." There was no patient harm or injury. The patient's current condition is reported as "fine".